Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that in the middle of an endoscopic treatment for a bleeding prostate, the ceramic tip of the device broke off and fell inside the patient's gall bladder. The ceramic tip remained inside the patient until it was removed surgically. The procedure was completed with another similar device. Olympus followed-up with the user facility and was informed that the patient was sent to ICU to recover after the procedure. The patient was sent to an outpatient care and is being followed up by the urologist.